Event description:
It was reported that no red alarm tone was emitted although the patient presented with asystole. The device was reported to be in use on a patient. The patient had to be resuscitated but his life is no longer in danger.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issues was associated with the fact that the default configuration of the monitor allowed users to set the alarm volume to 0. In addition, an incrementing system had been configured to increase the alarm volume by 2 increments after 20 seconds. However, after testing, it was found that this incrementing system does not work when the alarm volume is set to zero, which was done be the caregiver. The customers issues was resolved by changing the configuration of the monitor. As agreed with the customer the minimum authorized volume was defined on 1 for the technical or physiological alarms of less gravity (yellow) and that of the physiological alarms of higher gravity (red) weighted of 1, that is to say defined on 2. In addition, the increment time (+2) has been revised and set to 10 seconds.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that no red alarm tone was emitted although the patient presented with asystole. The device was reported to be in use on a patient. The patient had to be resuscitated but his life is no longer in danger.